Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that a bd insyte&#10249;v catheter was placed in a patient for an infusion in an emergency ward on (B)(6) 2016. The patient left the hospital two days later and complained that there was an issue with his arm and he received an ultrasound. The ultrasound revealed that a piece of the catheter remained in the patient's arm. The patient returned to the emergency ward on (B)(6) 2016. The patient was evaluated by a vascular surgeon and the broken piece of catheter was removed via surgery on (B)(6) 2016.